Manufacturer narrative:
Evaluation summary: since no lot number was identified, a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. No probable cause was found since no sample, picture or video were received for testing, therefore the defect is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. No trends or triggers have been found. Therefore, a corrective or preventive action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the product was leaking. There was no patient injury.